Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless module had an intermittent, but frequent 'battery operation may not be available' alerts occur on both the original host pump and a known-good pump with this battery at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through troubleshooting the device. Evaluation determined the assignable cause to be a failing battery pack which may induce battery alert alarms as well as connection issues. The battery back was replaced to correct the issue.  Should additional relevant information become available, a supplemental report will be submitted.